Event description:
Technician found the right side of the bed would not latch.

Manufacturer narrative:
Technician found there was foreign substance stuck inside. Tech disassembled cleaned and reassembled siderail to resolve.